Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery. The customer¿s blood glucose level was 168 mg/dl. Customer stated that they had changed the battery and received failed battery alarm. The customer also stated that the pump did not alarm with replace battery now. The insulin pump will not be returned for analysis.